Event description:
The customer called to report water inside the reservoir compartment after taking a shower with the insulin pump on. Troubleshooting was performed and the insulin pump passed the self test. The customer later called to report that the screen was blank. The screen remained blank after troubleshooting. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The insulin pump also had moisture damage on the motor assembly.